Event description:
A review of service data detected a reportable problem. During servicing, the rear response button on monitor sn (B)(4) was non-functional. The last patient to use this battery charger/model did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the rear response button was non-functional. The cause for the failure was isolated to a defective rear response button switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.